Event description:
It was reported: the prosthesis has been implanted november the 4th, 1996. The patient had an auditory increase. April the 2nd, 1998 a surgical exploration after the patient complained of hearing loss shows a shaft of the prosthesis out of the head." The shaft separated from the rest of the prosthesis thereby affecting the conduction of sound.